Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. The customer went to the emergency room with moderate ketones, but she was not admitted to the hospital. The customer stated she believes her hormones are affecting her blood glucose levels, and she is working with her endocrinologist and health care provider on them. The customer also mentioned sensor calibration issues. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).